Event description:
It was reported that the controller alternating current (cac) adapter and four batteries exhibited worn connectors which caused bent pins and sharp-edged metal webs in the controller power ports. The controller, batteries, and cac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system¿battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 01-nov-2019, labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system¿battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 01-nov-2019, labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 01-nov-2019, labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system¿battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 01-nov-2019, device labeled for single use: no, (B)(4). Additional products: brand name: heartware ventricular assist system ¿ cac adapter, model #: 1430 / catalog #: 1430 / expiration date: unk / serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: unk, labled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the manufacturer that while reviewing log file data, the data revealed a battery exhibited a communication error. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information and device evaluation. B5 describe event or problem and h6 codes were updated. (B)(6) was added to the event. Product event summary: the controller (B)(6) , four (4) batteries (B)(6) and one (1) controller ac adapter (cac212235) were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and adapter revealed the devices passed functional testing. Visual inspection of (B)(6) and cac212235 revealed illegible release indicators on the connectors. The observed illegible release indicators are additional findings not related to the reported event. The most likely root cause of the observed illegible release indicators can be attributed to wear and/or handling of the devices. Visual inspection of the returned batteries and adapter also revealed worn damage within the connectors. The worn connectors findings did not affect the functionality of the power sources; the power sources were able to adequately connect to a test controller. Failure analysis of the returned controller revealed a damaged/bent pin within power port one (1), resulting in broken fragments within the power port. The damaged pin did not allow a power source to connect to the controller. It likely the observed fragments from the damaged pin contributed to the reported "sharp-edged metal web". As a result, the reported events were confirmed. Visual inspection of the controller also revealed contamination within both power ports, serial port, and the pump connector. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed multiple instances involving (B)(6) , where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Log file analysis also revealed three (3) controller power up events with associated pump start events logged 10/jul/2022 at 02:12:07 and 16:29:38, and on 11/jul/2022 at 17:28:35. Several communication errors and momentary disconnections involving (B)(6) were observed leading up to the losses of power. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. These are additional findings not related to the reported event. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 10/jan/2020. (B)(6) was lubricated prior to release. Possible root causes of the observed communication errors, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination within the power ports. The most likely root cause of the observed momentary disconnections event can be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed contamination within the controller ports event can be attributed to handling of the device. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of reported damaged/bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacle on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the reported damaged controller ac adapter and battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the power sources' cable connectors and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Additional products: d4: serial #: (B)(6) d9: yes, return date: 20-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 20-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g03008 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c07, c0601 h6: FDA conclusion code(s): d11, d01 d4: serial #: (B)(6) d9: yes, return date: 20-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 20-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c07, c04 h6: FDA conclusion code(s): d01 d4: serial #: cac212235 d9: yes, return date: 20-jul-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 20-jul-2018 h6: img code(s): g03008, g04034 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c07, c0601 h6: FDA conclusion code(s): d01, d11 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2023 / serial #: (B)(6), (B)(6) d9: no h3: yes h4: mfg date: 10-mar-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002, g0403401 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.